Manufacturer narrative:
Follow-up #1 date of submission 12/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/23/2015 with the following findings: a review of the black box data showed evidence of a partially discharged battery being installed on (B)(6) 2015. During testing, the pump emitted a call service 087 alarm upon powering on. The complaint could not be fully tested due to this. A visual inspection of the pump showed that the battery compartment was intact with no evidence of moisture. The pump cover was removed and no intermittent conditions or moisture was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.